Manufacturer narrative:
An event regarding dissociation involving a trident liner and femoral head was reported. The event was confirmed following a medical review. Method and results: product evaluation and results: visual, dimensional, material analysis and functional testing not performed as no items were returned. Medical records received and evaluation: medical records were received for review with a clinical consultant and the following was noted: revision of a stryker constrained cemented liner due to disassociation from a depuy acetabular cup an unknown time after implantation in a female patient of (B)(6) years (B)(6) with normal body weight (bmi = 23) and unknown activity level. Patient was revised to a trident revision cup, an alpha code g trident constrained liner, and a 28mm/+8 v40 head. X-rays confirm implantation of a gmrs type femoral component with additional dall-miles trochanteric fixation clip in combination with a depuy cup shell with supplemental screw fixation. No proximal femoral bone is seen on this x-ray. A stryker constrained liner has disassociated from the depuy cup shell with dislocation in lateral/superior direction. Bone cement fragments, large as well as small particulate debris, are seen inside but also out of the joint space near the pubic bone that all quite likely were used to ¿fix¿ the liner in the shell. Also behind the cup, cement fragments are visible, including around the screws, one of them broken while the other visible screw also has trouble given the presence of metallic debris around. The cup has an adequate position but radiolucent lines are seen around the entire cup and thus it is loose. No other clinical information is available while no implants were returned for investigation. Procedure-related factors: inappropriate use of a stryker liner in a depuy cup shell. Patient-related factors none. Device-related factors: none. Diagnosis: inappropriate use of a stryker constrained liner in a depuy cup shell during a previous revision surgery with attempt at fixing the liner in the shell with bone cement failed prematurely and ended in disassociation between the two requiring another revision. Product history review could not be performed as lot information was not provided. Conclusions: a review by a clinical consultant concluded: 'inappropriate use of a stryker constrained liner in a depuy cup shell during a previous revision surgery with attempt at fixing the liner in the shell with bone cement failed prematurely and ended in disassociation between the two requiring another revision. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation of a stryker cemented constrained liner from a competitor acetabular cup. Patient was revised to a trident revision cup, an alpha code g trident constrained liner, and a 28mm +8 v.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to disassociation of a stryker cemented constrained liner from a competitor acetabular cup. Patient was revised to a trident revision cup, an alpha code g trident constrained liner, and a 28mm +8 v.